Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar loop electrode broke during use. The procedure was completed by replacing it with another loop from the same batch. Material discarded at the hospital. No negative impact in state of health reported.